Event description:
A 1.25 mm diameter x 6 mm length sprinter legend dilatation balloon catheter was inserted into a patient for the treatment of an lad lesion. The lesion morphology was reported as non-tortuous and little calcification with 99% stenosis. It was reported that the sprinter legend dilatation balloon catheter was advanced to the intended lesion site for pre-dilatation. It was reported that when the balloon was inflated to 12 atmospheres it burst. The device was successfully removed. A second sprinter legend of the same size and another manufacturer's balloon was used to pre-dilate the lesion. A stent was used to treat the lesion site. No clinical sequelae were reported and the patient is stable. Evaluation summary: medtronic has received the device and evaluation has been completed. The balloon had been inflated. There was a radial tear on the balloon at the distal cone. The tip was slightly damaged most likely as a result of the procedure. Analysis was carried out on the burst point of the balloon and revealed a longitudinal scratch on the proximal side of the distal balloon and also a partial deep radial cut in the proximal side of the distal balloon material. As it was confirmed that the device was inspected prior to use with no issues noted, there were no issues noted during negative prep and that no resistance was noted while advancing the device to the lesion, it appear most likely that the balloon ruptured from damage caused to the balloon material by the severe stenosis. This can be further substantiated from the damage seen to the balloon material from the analysis and as it was also confirmed that no degree of opening was achieved at the lesion prior to the balloon rupture.

Manufacturer narrative:
Results: little calcification with 99% stenosis. Conclusions: little calcification with 99% stenosis.